Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump touchscreen was frozen. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose was 296 mg/dl.